Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic colonoscopy procedure for diagnosis. The resolution clip device grasped the tissue at the intended site. The clip did not release from the catheter to complete the deployment sequence. Another resolution clip device was utilized to successfully complete the procedure. The pt did not sustain any reported complications or ill effect as a result of the deployment issue. The pt condition is reported as 'ok'.

Manufacturer narrative:
D4-user facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknown. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. H4- user facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationsihp between this device and the cause for this event as this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #: tm:129401/a00024287. Date filed: 19 june 2006.